Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually depleted from 4 years down to less than 3 months in a span of three months with 304 microwatts power consumption. During the recent check, the battery had 11 months battery remaining with power consumption at 74 microwatts. There was no known atrial fibrillation (af) nor alerts. Normal charge time of 10.9 seconds on auto capacitor reform. Device data was submitted for engineering analysis which showed that this device appeared to have encountered two periods of concerningly high-power consumption. This device appeared to have an intermittent hardware malfunction which could lead to rapid depletion rendering the device non-functional in a matter of days. Device replacement was recommended. Additional information received indicated that the change-out was scheduled because patient's platelet count was too low, however, once the count is back in a normal range with transfusions; the change-out will be proceeded. Moreover, physician inquired if a life vest can be applied to the patient since the device analysis had reflected erratic and unpredictable battery performance. Furthermore, device analysis displayed random and unpredictable behavior. Over the past few weeks, the power has ranged from normal to 3000uw, orders of magnitude above normal operation. As of this time, this device remains in service. No adverse patient effects were reported.subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The diagnostic data spreadsheet showed a cell depletion pattern that was similar to the other devices that have cells with lithium clusters. C501 has characteristics like a shorted tantalum capacitor, they don't typically crack but the tantalum oxide breaks down and they leak. Furthermore, the returned product found an evidence of a leaky tantalum capacitor. The trend investigation has deemed this to be a component issue.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually depleted from 4 years down to less than 3 months in a span of three months with 304 microwatts power consumption. During the recent check, the battery had 11 months battery remaining with power consumption at 74 microwatts. There was no known atrial fibrillation (af) nor alerts. Normal charge time of 10.9 seconds on auto capacitor reform. Device data was submitted for engineering analysis which showed that this device appeared to have encountered two periods of concerningly high-power consumption. This device appeared to have an intermittent hardware malfunction which could lead to rapid depletion rendering the device non-functional in a matter of days. Device replacement was recommended. Additional information received indicated that the change-out was scheduled because patient's platelet count was too low, however, once the count is back in a normal range with transfusions; the change-out will be proceeded. Moreover, physician inquired if a life vest can be applied to the patient since the device analysis had reflected erratic and unpredictable battery performance. Furthermore, device analysis displayed random and unpredictable behavior. Over the past few weeks, the power has ranged from normal to 3000uw, orders of magnitude above normal operation. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually depleted from 4 years down to less than 3 months in a span of three months with 304 microwatts power consumption. During the recent check, the battery had 11 months battery remaining with power consumption at 74 microwatts. There was no known atrial fibrillation (af) nor alerts. Normal charge time of 10.9 seconds on auto capacitor reform. Device data was submitted for engineering analysis which showed that this device appeared to have encountered two periods of concerningly high-power consumption. This device appeared to have an intermittent hardware malfunction which could lead to rapid depletion rendering the device non-functional in a matter of days. Device replacement was recommended. Additional information received indicated that the change-out was scheduled because patient's platelet count was too low, however, once the count is back in a normal range with transfusions; the change-out will be proceeded. Moreover, physician inquired if a life vest can be applied to the patient since the device analysis had reflected erratic and unpredictable battery performance. Furthermore, device analysis displayed random and unpredictable behavior. Over the past few weeks, the power has ranged from normal to 3000uw, orders of magnitude above normal operation. As of this time, this device remains in service. No adverse patient effects were reported.